Event description:
Femoral access, leg angio via contralateral approach through the sheath. Upon angiography of the sfa, it was determined that the 7x100x120 everflex stent that was implanted in (B)(6) 2011, has fractured at the level of hunters canal. The area of fracture also presented as completely occluded, prohibiting blood flow. The physician was able to wire the stent, perform a balloon angioplasty of the site, and was able to get some blood flow through the occlusion. The physician also noticed some clot in the occlusion, therefore, decided to drip a lytic to break up the clot, then brought the patient back a couple hours later and restented the region restoring blood flow.

Manufacturer narrative:
The correct MDR number is updated to 2183870-2013-00149 but was submitted as 2183870-2013-00148 which was previously submitted for a different product.

Manufacturer narrative:
A review of the manufacture records for this device could not be completed because the lot number is unavailable. Evaluation of a single cine image of the implanted stent found what appeared to be a cross-sectional fracture within the stent approximately 40mm from the distal end based on the approximate number of cell levels between the suspected fracture and the marketed end-point. Stent was implanted (B)(6) 2011.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.